Event description:
It was reported to philips that the system intermittently failed to boot up. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information the system was not in clinical use. The philips field service engineer (fse) inspected the system onsite and confirmed that the system intermittently failed to boot up. During investigation, fse found that the dcm module located in the m-cabinet and pdu fan tray converter was faulty. The cause of the pdu dc module failure could not be conclusively determined by the supplier's part analysis, however the replacement of the dcm module and pdu fan tray converter and reloading the software to suite pc and made new backups of the system by the field service engineer has resolved the reported issue and restored the functionality of the system. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.